Manufacturer narrative:
UDI (B)(4). Device evaluation: we received one device for investigation. Visual inspection performed and device was received in with a damaged front panel, 3 cracked small knobs, and the input manifold shifts on the bottom chassis. The reported complaint was duplicated, the device contains multiple damaged components and there is no electronic power. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The impact to the device would be the cause to the reported problem. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator had a system failure. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.